Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The surgeon had to ream manually as the inclination and version displayed by the rio were not matching the plan. When the surgeon went to impact the acetabular cup, it did not line up properly. A makoplasty specialist performed troubleshooting activities that included checking the rio and the checkpoints; all were within spec and it was confirmed that there was not an array shift. The surgeon impacted the cup manually. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted at mako surgical. A review of the rio session files was completed but the root cause was inconclusive. During the investigation it was determined that the anatomy of the segmented model contained deformities in the acetabulum. This would make it difficult to register the pelvis. Additionally, there were missing registration points along the superior-anterior rim and a lack of anatomical features along the acetabular fossa. This could introduce rotational error associated with inclination and version.